Event description:
Removal of endosseous dental implant. Lost implant was 1 or 6 places. The clinician used osteotomes in posterior maxillary regions due to close sinus proximity. Bone volume & quality in area was not good. A soft-relined maxillary rpd was inserted 2 wks post-operatively. The clinician reports mobility of implant (site #14) possibly due to trauma during healing.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected failure rate for this procedure as published in the scientific literature.